Manufacturer narrative:
Unit received with operating currents within specifications. Unit passed self test, rewind, basic occlusion test, prime/delivery test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in the history file. No a35 alarms noted. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had an error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 202 mg/dl. During troubleshooting, the insulin pump passed the displacement test, but the customer confirmed that the drive support cap was flush. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.